Event description:
It was reported that the lead exhibited placement difficulty and the connector could not fit completely inside the upgraded device chamber. The lead was split in order to analyze it. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. The connector sealing rings of the lead were extrinsically damaged. Visual summary analysis of the lead indicated apparent explant damage. The analysis noted the outer insulation/ sealing rings have been pulled over the is-1 pin.